Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the left ventricular lead failed to capture. X-ray noted that the left ventricular lead was dislodged the left ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.